Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test and download history files and traces using thump. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 15-oct-2025, these pump error(s)/alarm(s) were noted: pump error 61 (stuck key alarm) was found on: 10/14/2025 22:36:07.000, 10/14/2025 22:46:00.000. 10/15/2025 07:26:19.000, 10/15/2025 07:53:27.000. 10/15/2025 08:03:00.000 to 10/15/2025 08:24:52.000. 10/15/2025 09:48:56.000, 10/15/2025 09:58:00.000. 10/15/2025 10:50:44.000. 10/15/2025 12:45:57.000. 10/15/2025 13:00:53.000 to 10/15/2025 13:23:00.000. 10/15/2025 14:24:03.000 to 10/15/2025 14:55:33.000. 10/15/2025 15:49:14.000. 10/15/2025 16:53:54.000 to 10/15/2025 16:59:54.000. 10/15/2025 17:09:01.000 to 10/15/2025 17:47:01.000. 10/15/2025 18:23:23.000, 10/15/2025 18:33:00.000. 10/15/2025 20:38:07.000, 10/15/2025 20:48:00.000. 10/15/2025 21:00:04.000 to 10/15/2025 21:42:33.000. 10/15/2025 22:20:56.000. 10/15/2025 23:37:00.000 to 10/15/2025 23:53:10.000. Unresponsive keypad and pump error 61 (stuck key alarm) found in the formatted history file were confirmed due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to perform the required testing, download history files and traces using thump due to unresponsive keypad. However, a test case was used, performed self test, download history files and traces using thump. Unresponsive keypad and pump error 61 (stuck key alarm) found in the formatted history file were confirmed due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed and included explaining that the stuck button alarm occurs when a button was pressed for more than three minutes, confirming no button was pressed for that duration, and verifying no exposure to changes in altitude; the customer was instructed to discontinue use, revert to a backup plan, and place the pump in storage mode, with pump replacement arranged. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.